Event description:
Per customer surgeon stated the drape was not sturdy. Surgical staff noticed drape was torn and cannula shifted out of position. Pt was also diagnosed with anoxia to the brain and placed on life support. Pt's family eventually decided to discontinue life support and the pt expired. No autopsy was performed per risk manager. Per the customer, a sample of the drape was available until nine days after event date. Sample is no longer available for evaluation.

Manufacturer narrative:
The marketing, sales, product development and quality control personnel responsible for the design of the product reviewed the situation reported by the customer. As a corrective action, a stronger reinforcement material has been implemented. We will continue to monitor our customer base for complaints of this nature.